Manufacturer narrative:
Device evaluation provided in: h6, h10. Device evaluation: the ams700 reservoir was visually inspected and functionally tested. There was a leak in the reservoir adapter strain relief that was the result of sharp/tool instrument damage consistent with explant damage. The product analysis did not confirm the allegation of fluid loss as the damage most likely occurred at explant. The ams700 preconnected cylinders and pump were visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The other cylinder performed within specifications. There was a leak in the kink resistant tubing (krt) for one pump-cylinder tube at the pump strain relief-krt junction that was the result of fatigue and avulsion. The pump was not functionally tested due to the tubing leak. The product analysis confirmed the allegation of fluid loss due to the leak identified at the pump strain relief junction. D4: model number: 72404252; lot number: 741654004; model description: lgx preconnect ms 18cm ps iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because it was no longer working and the patient wanted a new device. A new ipp device was implanted. It was further reported there was fluid loss from the device which led to it not working. The onset of the patient's device issues were gradual and the exact date they began is unknown. The patient was in good condition following the surgery.

Manufacturer narrative:
Model number: 72404252. Lot number: 741654004. Model description: lgx preconnect ms 18cm ps iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because it was no longer working and the patient wanted a new device. A new ipp device was implanted. It was further reported there was fluid loss from the device which led to it not working. The onset of the patient's device issues were gradual and the exact date they began is unknown. The patient was in good condition following the surgery.